Manufacturer narrative:
H.6. Investigation: a sample was received by our quality team and the customers complaint of separation has been confirmed. A device history record review for model 72213n, lot number 20073311 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample received has evidence more resembling a break in the male luer that is caused by a large amount of force at the neck of the luer. This could have happened either during the shipping of the component or most likely during use. The root cause remains unknown in this case. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20073311, regarding item #(B)(4).

Event description:
It was reported that the sec set 20dp 30in w/hanger ll separated from the tubing. The following information was provided by the initial reporter: "end came off tubing".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [200773311] was not found for the reported catalog # [72213n]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sec set 20dp 30in w/hanger ll separated from the tubing. The following information was provided by the initial reporter: "end came off tubing".